Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the distal portion of the lead was returned for analysis. Visual inspection found two internal insulation abrasions breaching the ring electrode and the right ventricular cable lumen between the right ventricular shock coil and the superior vena cava shock coil. In one location one of the ring electrode cables etfe cable coating and inner coil lumen were abraded, in the second location the etfe cable coating and the inner coil lumen were intact. Electrical testing that could be measured was normal. All other damages noted are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.